Event description:
It was reported that during a staples hemorrhoidectomy procedure, the surgeon opened the device and found that most of the staples remained in the device. A few of the staples attached to the mucosa, but were not closed. Some tissue was cut by the blade, but the plastic washer was not cut. Hand suturing was necessary to repair/close the cut tissue, then another purse string was done to perform another stapled hemorrhoidectomy. There was no pt concequence.